Manufacturer narrative:
Please disregard this report. It is a duplicate of report# 3010536692-2014-01602.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01511.

Event description:
Allegedly mom case. Patient presented with pain. Intra-op findings included significant white/grey necrotic tissue around the hip joint. Surgeon elected to exchange the metal acetabular liner for one made of polyethelyene (surgeon was made aware of the off-label nature of decision).